Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the patient was undergoing treatment for a saccular, unruptured cerebral aneurysm. It was noted that the patient's vessel tortuosity was strong. The access vessel was left internal carotid artery, with 4 to 5mm diameter. It was reported that the operator had difficulty inducing a phenom microcatheter alone when treating the distal portion of the internal carotid artery; the phenom catheter was used concurrently as support. There were no problems with the microcatheter main unit, but the catheter was kinked and crushed at distal shaft in the highly tortuous portion, possibly resulting in a broken lumen, making it impossible to guide the catheter. It was replaced with a support catheter from another company and treated without any problems. Other concomitant devices will be products from another company. The reported device and any accessory devices were prepared and flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Event description:
Additional information was received stating that the cause of the resistance and kink was not determined. The phenom catheter had been inserted into the patient. Patient had no health damages at all. Resistance at the serpentine site was confirmed. Catheter damage could not be confirmed by fluoroscopy, but was confirmed after collection. There was some resistance at the device passing. No patient symptoms were associated with the use of the damaged catheter. A microcatheter had been inserted into the phenom catheter prior to observing the damage. Any abnormalities at the distal shaft could not be confirmed with fluoroscopy. The guidewire was not a medtronic product.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.